Manufacturer narrative:
The customer reported to the remote service engineer (rse) that the device was not turning off and was powering up on its own. The rse recommended replacing the user interface (ui) printed circuit board assembly (pcba) and provided the customer the software 2.30 via file droplet. The rse also provided the customer with the part numbers of the ui pcba for repair. The customer informed the rse that the ui pcba would be ordered to repair the device. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not turning off and was powering up on its own. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the device was not turning off and was powering up on its own. The rse recommended replacing the user interface (ui) printed circuit board assembly (pcba) and provided the customer the software 2.30 via file droplet. The rse also provided the customer with the part numbers of the ui pcba and top gray cover. The customer informed the rse that the ui pcba would be ordered to repair the device. The investigation is ongoing.